Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected due to a mechanical issue. After a scrotal pouch ultrasound, it was observed an abscess and an edema in the scrotum, and a small cyst on the head of the left epididymis. The ipp was explanted and replaced with a semi-rigid device. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was not performing as expected due to a mechanical issue. After a scrotal pouch ultrasound, it was observed an abscess and an edema in the scrotum, and a small cyst on the head of the left epididymis. The ipp was explanted and replaced with a semi-rigid device. There were no additional patient complications reported.